Event description:
On may 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, calibrations entered fit sg trends well. The user was advised to continue using the system and to calibrate as requested.